Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger was jammed, the device was getting hot, made an unusual noise while running and failed the power check with the test bench. Therefore, the reported condition was duplicated and confirmed. It was further observed that the trigger components were worn, the electric motor made an unusual noise and the electronic control unit wires were damaged. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger was jammed on the battery reamer/drill device. It was further observed that the device was getting hot, made an unusual noise while running and failed the power check with the test bench. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.